Event description:
Infusion pump went into 812:02 failure while in use on a patient. The pharmacist reported to baxter customer service that medication was being infused but did not know the name. Tubing was being used and medication was in an IV bag. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.